Event description:
It was reported the lower liquid crystal display (lcd) of the external pulse generator (epg) was missing segments. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was missing pixels, so the display was replaced. Analysis also found that one side bail cover was missing and one was contaminated, the ring cover was broken, the battery contacts were compressed, one side bail and one ring bail were missing, the keyboard was scratched and the battery release and battery drawer were contaminated. (B)(4).

Event description:
It was reported the lower liquid crystal display (lcd) of the external pulse generator (epg) was missing segments. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).